Manufacturer narrative:
A patient unable to set ipg into MRI mode was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient is unable to enter MRI mode due to high impedance on one of the leads. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000129403.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances was reported to abbott. As a result, the patient's system was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.